Manufacturer narrative:
Additional information: d.6b advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted due to the need of an MRI. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's device was not explanted. The recipient continues to use the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.